Manufacturer narrative:
(B) (4). (B) (4). Closure trigger the analysis found that one ec60a device was returned with the closing trigger was broken off and the closing trigger top was cracked in multiple areas. A fully fired green cartridge reload was present and with the cartridge deck damaged and uneven. The damaged found on the cartridge deck is consistent with the damaged observed when the device is clamped over a hard object. When this happens the staple drivers are prevented from ejecting. If the device continues to be fired, firing forces increase considerably, interior cartridge and device component damage occurs, and mechanism failure results. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. No functional testing could be performed due to the returned condition of the device. The device was returned with a request for no destructive testing; therefore the internal components condition could not be verified. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
During our routine repair process, our technician noted that an internal electrical component had emitted a spark.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. Eval summary: (B) (4). Working to schedule an onsite analysis of the device.

Event description:
It was reported that while using the device during a thoracic procedure, the device would not open. All strokes were completed, the knife return arrow was in the returned position. Customer disconnected prior to resolution. Identified account by the phone number, called back and requested or, spoke with (B) (6) who indicated the device had to be cut off of the lung tissue. The patient was converted to open. She will have an rn that was in the or call me back with details. Spoke with rep, she indicated that she had spoken with the surgeon after the event. Surgeon was using the device, the device locked on lung tissue and would not open, he followed all appropriate steps and has been inserviced, and the device still would not open. Rep is attempting to re-inservice the account. The doctor was able to complete the procedure and the patient is in recovery. Additional information, 'the stapler would not open and the surgeon had to open up the patient to cut it out. Ees sales rep and surgeon have met and discussed and went over the troubleshooting that may help with the situation. The surgeon is not blaming the stapler as of now. Ees associates spoke with the surgeon. He provided the following: the device was fired for the first firing with no anomalies, the device was fired for a second time, all 4 strokes were completed and the device would not open. He was using a green cartridge on lung tissue. There were no clips present, only the staple line from the first firing. During his attempt to remove the device, the firing trigger was pulled back as far as possible, release button was pressed - did not do anything, firing trigger was pulled forward - did not help, and the closure trigger was pulled forward until something broke. The lock symbol was visible in the window. He was removing a focal lung mass, the surrounding lung tissue was normal. Inservicing was conducting briefly by the rep. Since the event, he has been reinserviced by the rep.